Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel shut-down occurred requiring surgical intervention. The 1.75 solid crown orbital atherectomy system ran as planned, but the sfa, pop and tpt vessels all shut down. Nitro was given and a vascutrak pta dilatation catheter was used without success, therefore, the intervention was converted to a fem-pop bypass with graft. The native artery was very, very calcified causing significant difficulty with the distal anastomosis of the bypass. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis - the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown. (B)(4).